Manufacturer narrative:
This lv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. Surgical intervention was performed and the lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information provided from the field indicated the left ventricular (lv) lead involved in this event was actually disposed of at the hospital and will not be available for return for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.